Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.

Event description:
It was reported that t:slim x2 pump battery would not charge and that charging connection was unstable, requiring caller to hold cable in place or position pump carefully to maintain charging, even after leaving pump connected to a confirmed working outlet. There was no reported impact to the customer¿s blood glucose level. Customer used third-party charging equipment, and technical support arranged shipment of replacement tandem charging cable and wall adapter, advised customer to use multiple daily injections if pump battery depleted before new supplies arrived, and later confirmed that new charging supplies worked and resolved charging issue, so case was closed with no further action needed.